Event description:
An intra-aortic balloon placed with an immediate "optical sensor failure" alarm. Pump changed out but alarm persisted. The balloon was removed. Another sensation iab balloon inserted and had the same alarm occurred. "Iab optical sensor failure". Two pumps were swapped out and the alarm persisted. It was reported that the pt expired on the second intra-aortic balloon.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all the events are tracked and trended to determine whether or not any trends develop. Since the device information was not available, the customer shipping history was received to determine the most likely lot(s) involved in this event. A lot history review was performed for those lots. No nonconformances were found that are considered to be related to the event. (B)(4).